Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an atrial septal defect treatment procedure, guide wire tracking difficulties occurred. The physician was using two guide wires, one of which was this .035" amplatz super stiff guide wire in moderately tortuous anatomy. The physician noted that there was more difficulty tracking over the amplatz wire in comparison to the other wire. The device did not become stuck to the amplatz. There was no missing coating noted. The procedure was completed with this device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed missing coating.

Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that the distal part of the wire was slightly elongated and the distal tip bent. The device presents a 3cm long section where the coating is missing located 37cm from the proximal end. The outer diameter of the wire was found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).